Manufacturer narrative:
Supplement #1 - medwatch sent to the FDA on 15-aug-2017. Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. Blue discoloration was observed on the shell. Blue particles were observed on the inner surface of the shell. A valve test was performed and the flow of fluid was continuous and unobstructed. A air leak test was performed and leakage was observed. Under microscopic analysis, six striated openings located on the shell were observed, consistent with device removal activities.

Manufacturer narrative:
Medwatch sent to the FDA on 03/02/2017. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Devicel labeling addresses the reported event as follows: warnings and precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such. Complications: possible complications of the use of the orbera system include: - balloon deflation and subsequent replacement. Deflated devices should be removed promptly.

Event description:
Reported as: a patient with the orbera intragastric balloon had "complained about greenish urine." Device was explanted.